Event description:
It was reported that loss of capture when atrial pacing was observed. The patient became symptomatic. The rv bipolar iegm showed to be rv depolarization. This crosstalk only occurred during atrial pacing. On (B)(6) 2010, the physician opened the pocket and thought that the rv setscrew was loose. Upon retightening the setscrew, crosstalk seemed to have stopped. No further issues have been noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.